Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose was 47 mg/dl. The customer corrected their blood glucose with orange juice. Customer did not experience any symptoms of low blood glucose. Customer also reported their threshold suspend feature was triggered despite their blood glucose being above the threshold suspend limit. Customer was advised of the differences between their sensor glucose and blood glucose readings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).